Event description:
A falsely depressed troponin I result of 0.03 ng/ml was obtained on a patient sample. The result was reported to the physician who questioned the result. The original sample was repeated and a result of 11.93 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely depressed troponin I result. Analysis of the instrument and instrument data indicate that the cause of the falsely depressed troponin I was use error; the sample was removed from the instrument before being aspirated.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result was use error; the sample was removed from the instrument before being aspirated. The instrument is performing within specifications.